Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device ¿ essure migrated into the endometrial lining'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('general abnormal bleeding'), device breakage ('device breakage'), device dislocation ('migration') and uterine perforation ('perforation uterus') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia in 2009, gallbladder removal in 2009, gallstones, multigravida (3), parity 3 and herpes nos. Concurrent conditions included asthma since 2007, candida vaginal, polycystic ovarian syndrome, metrorrhagia and vaginal delivery. Concomitant products included antibiotics, iron, levonorgestrel (mirena) since (B)(6) 2012, magnesium since (B)(6) 2018, ranitidine hydrochloride (zantac) since (B)(6) 2018 and salbutamol (proventil) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain/weight gain"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia "). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), pelvic pain ("upper pelvis pain") and abdominal pain lower ("pain under my stomach"). In (B)(6) 2015, the patient experienced migraine ("migraines/headaches/migraine"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), anaemia ("anemia/anemia"), endometriosis ("endometriosis"), nausea ("nausea/nausea") and vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2018, the patient experienced urticaria ("hives"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gerd/gi conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergy: rash/skin condition"), headache ("headache"), infection ("infection other"), metrorrhagia ("metrorrhagia") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease, device breakage, device dislocation, uterine perforation, female sexual dysfunction, anaemia, gastrooesophageal reflux disease, endometriosis, nausea, urticaria, vaginal discharge, weight increased, dermatitis allergic, headache, infection, metrorrhagia and menstruation irregular outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, migraine, pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anaemia, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, endometriosis, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: essure coil released. No more than 5 essure coils were visualized when placement was complete. Left: essure coil released. No more than 5 coils were exposed after insertion was complete diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2015: slightly enlarged anteverted uterus measuring 8.1 cm. The echogenic artifact in the right horn of uterus persists on today¿s exam the hemorrhagic cyst seen previously appears resolved. The left ovary is multifollicular and there is a 3 mm calcification seen in this ovary as well.. Concerning the injuries reported in this case, the following ones were in patient¿s medical record; confirming- pelvic pain, menorrhagia, dysmenorrhea, endometriosis, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events per pfs: genital bleeding, device breakage, device dislocation, uterine perforation, allergy: rash/skin condition, headache, infection nos, metrorrhagia, irregular menses were added. Outcome of menorrhagia and genital bleeding were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device ¿ essure migrated into the endometrial lining') and pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia in 2009, gallbladder removal in 2009, gallstones, multigravida (3), parity 3 and herpes nos. Concurrent conditions included asthma since 2007, candida vaginal, polycystic ovarian syndrome, metrorrhagia and vaginal delivery. Concomitant products included antibiotics, iron, levonorgestrel (mirena) since (B)(6) 2012, magnesium since (B)(6) 2018, ranitidine hydrochloride (zantac) since (B)(6) 2018 and salbutamol (proventil) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), pelvic pain ("upper pelvis pain") and abdominal pain lower ("pain under my stomach"). In october 2015, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), anaemia ("anemia"), endometriosis ("endometriosis"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced urticaria ("hives"). In july 2018, the patient experienced gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease, female sexual dysfunction, anaemia, gastrooesophageal reflux disease, endometriosis, nausea, urticaria, vaginal discharge and weight increased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, migraine, pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anaemia, device expulsion, dysmenorrhoea, endometriosis, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: essure coil released. No more than 5 essure coils were visualized when placement was complete. Left: essure coil released. No more than 5 coils were exposed after insertion was complete. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Ultrasound scan on (B)(6) 2015: slightly enlarged anteverted uterus measuring 8.1 cm. The echogenic artifact in the right horn of uterus persists on today¿s exam the hemorrhagic cyst seen previously appears resolved. The left ovary is multifollicular and there is a 3 mm calcification seen in this ovary as well. Concerning the injuries reported in this case, the following ones were in patient¿s medical record; confirming- pelvic pain, menorrhagia, dysmenorrhea, endometriosis, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information updated. Case was upgraded from other event to incident. Previously reported event injury was replaced with new events: migration of essure device ¿ essure migrated into the endometrial lining, pelvic inflammatory disease, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), anemia, dysmenorrhea (cramping), gerd, endometriosis, migraines/headaches, nausea, upper pelvis pain, pain under my stomach, hives, vaginal discharge, weight gain. Medical history, concomitant drug and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.